Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Based on the quality investigation details, the device was missing straight pins that are inserted into the drive shaft. During the assembly process, the straight pins are pressed into the drive shaft. During the process, material is removed from the pins which can cause the pins to loosen with use overtime.

Event description:
It was reported that a small piece of metal fell out of the collet during cleaning after a procedure. There was no patient involvement and no allegation of adverse consequences associated with this event.